Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split, and socked over, exposing the core wire approximately 20.9cm to 26.9cm from the distal end. The socked over portion measures 14.7cm to 20.9cm from the distal end. No portion of the coating appears to be missing. A lab meeting was held with manufacturing engineering and production leadership on 10/06/2023 and photos were exchanged. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator was completed to address this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage cause by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic stent implantation procedure, the physician used a cook acrobat calibrated tip wire guide. It was reported that during stent implantation procedure, the physician advanced duodenoscope to the duodenal papilla entrance, the physician flushed the wire guide lumen of the sphincterotome and flushed the wire guide with saline and soaked the wire guide with gauze before advancing into the sphincterotome. The physician used the sphincterotome and wire guide to establish access to the common bile duct within around 2 minutes, and detected that there was a 1.5cm long stenosis at the lower middle common bile duct under radiography image. The physician dilated the upper common bile duct at the widest part which had a diameter around 1.6cm. The physician cut the duodenal papilla and retracted the sphincterotome. Then the physician flushed the dilation catheter and advanced the dilation catheter through the wire guide to conduct dilation. After dilation, the physician retracted the dilation catheter and found that there was around 5 cm long coating of wire guide peeled off under endoscopy view [subject of report]. The physician retracted the wire guide and changed to a another wire guide to work with the sphincterotome to continue the procedure, and the physician placed the stent through the new wire guide successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.